Manufacturer narrative:
Information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: exact date is unknown. If implanted, give date: not applicable, as there was no patient contact with the device. If explanted, give date: not applicable, as there was no patient contact with the device. Initial reporter first & last name: unknown, as information was asked but it was not provided. Initial reporter email address: unknown/not provided, as information was asked but it was not provided. Telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was cracked. There was no patient contact with the device, as the event was observed during handling/prior to insertion. No further information provided.